Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit passed self test. No unexpected number scrolling during testing.

Event description:
It was reported that the insulin pump had a button error alarm. The customer's blood glucose level was unknown. The customer reported that the insulin pump screen was fogged up and had a button error alarm. The customer reported that had not pressed and held any buttons for more than 3 minutes. Customer reported that he still used the insulin pump and numbers were scrolling without user input. The insulin pump will be returned for analysis.